Manufacturer narrative:
The device was returned for analysis. The unspecified issue was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The returned device with an unspecified failure mode appears to be related to an interaction of the device with patient anatomy, link/ suture pulled until it breaks, or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event is estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The proglide device was received at abbott vascular with no reported information. Preliminary device analysis revealed blood in and on the device. A link break was found. A device in this condition would not have achieved hemostasis. The account was subsequently contacted and no information could be provided regarding the device use.